Event description:
It was reported that the patient presented to the emergency department (ed) complaining of syncopal episodes and not feeling well for the past two weeks. Telemetry in the ed showed pauses at times. A merlin on demand (mod) transmission was sent showing non-sustained right ventricular (rv) oversensing and real-time egm showed possible pacing inhibition due to possible noise on the rv lead. Sensing and pacing lead impedance showed a decrease over the past year. Impedance values one year ago show 800 ohms, today they measure 360 ohms. Isometrics were performed but could not reproduce noise, pacing was not inhibited, and lead trends remained the same as the mod transmission. No intervention made at this time. The patient¿s condition was stable.